Manufacturer narrative:
Phone number: (B)(6).

Event description:
Philips received a complaint on the heartstart xl+ device indicating that there was an ECG failure. The device was evaluated by a philips rse, and the reported issue was able to be duplicated. The rse had the customer remove the ECG leadwire, and re-run the op check. The device passed all testing. The reported issue was caused by the customer incorrectly attaching the ECG leadwire to the device. The device remains at the customer site, and no further evaluation is warranted at this time.